Manufacturer narrative:
Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 213, 4315). The returned sample was inspected upon receipt with no breakage or similar anomaly was found. After having been rinsed and dried, the sample was then tested for oxygen transfer and carbon dioxide removal performance in accordance with the product inspection protocol, and it was confirmed to meet the factory's specification. The manufacturing and incoming inspection records were reviewed with no anomaly observed. The evaluation of returned was found to have no anomaly; therefore, the cause of the occurrence could not be clarified. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a decrease in patient oxygenation. Additional information received states that there was a change of device and installation of extracorporeal life support on patient. No other details have been provided at this time.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. The product being reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 24, 2024. Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated describe event or problem); d4 (added lot number and expiration number); d9 (device availability - added returned to manufacturer); g6 (indication that this is a follow-up report); h2 (follow-up due to additional information); h3 (evaluation is in progress, but not yet concluded); h4 (added manufacturer date); h6 (added health effect impact code: 2199). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information was received from the user facility. The incident having occurred at the beginning of the end of the intervention, the product was not changed but switched to another system: ECMO type assistance. The blood volume present in the circuit (400ml) was injected into a cell-saver type blood collection system to be processed and reinjected into the patient.